Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female / severe and persistent pelvic"), genital haemorrhage ("heavy bleeding sometimes two times a month \ heavy bleeding") and urinary retention ("retaining fluid in my bladder") in a (B)(6) female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth in 2008, live birth in 2010 and pre-eclampsia. Concurrent conditions included condom, gravida ii ((B)(6) 1998,(B)(6) 2001,(B)(6) 2006,(B)(6) 2007) and parity 2. Concomitant products included ibuprofen for pelvic pain, joint pain and back pain. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("extreme pain in back / back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("extreme pain in lower abdomen"), headache ("headaches"), nausea ("nausea"), rash ("rash"), fatigue ("fatigue"), depression ("depression"), pruritus ("nipple itching"), breast pain ("breast sore"), the first episode of hypersensitivity ("allergy nos"), inflammation ("inflammation issue"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), abdominal distension ("bloating"), abdominal pain upper ("stomach pain"), the second episode of hypersensitivity ("hypersensitivity reaction to nickel"), dyspareunia ("pain during intercourse"), blood urine present ("blood was found in my urine") and bacterial test positive ("tested positive for strep a"). The patient was treated with diphenhydramine hydrochloride (benadryl), paraffin (moisturizer), oral contraceptive nos, antibiotics and surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, fatigue, pain in extremity, abdominal distension, arthralgia and dyspareunia had resolved, the urinary retention, abdominal pain lower, headache, nausea, rash, depression, pruritus, breast pain, inflammation, the last episode of hypersensitivity and bacterial test positive outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, arthralgia, back pain, bacterial test positive, blood urine present, breast pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary retention, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test ultrasound - no masses on ovaries or other organs. In (B)(6) 2013 hysterosalpingogram was done, results not provided. (B)(6) 2014: full abdominal ultra sound which came back normal. (B)(6) 2014: ultrasound showed she was retaining fluid in her bladder. (B)(6) 2014: urine culture, tested positive for strep a. On unknown date, mammogram and blood work that were normal. (B)(6) 2015, flat plate xray done to check implant (physician prescribed) and it showed nothing out of place. Concerning the injuries reported in this case, the following one/ones were reported via social media: nipples itching, breast sore, pelvic pain, allergy , inflammation most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received, reporter added, patient's concomitant drug, historical drug added, concomitant condition added, events added as follows:- retaining fluid in my bladder, leg pain, heavy periods, bloating, stomach pain, joint pain, hypersensitivity reaction to nickel, pain during intercourse, blood was found in my urine and tested positive for strep a. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034949) on 15-apr-2014. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / severe and persistent pelvic'), genital haemorrhage ('heavy bleeding sometimes two times a month \ heavy bleeding'), urinary retention ('retaining fluid in my bladder') and colon dysplasia ('polyp they were precancerous') in a 40-year-old female patient who had essure (batch no. A33567) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2010, live birth in 2008 and pre-eclampsia. Ultrasound - no masses on ovaries or other organs. Concurrent conditions included condom, multigravida (B)(6) 1998, (B)(6) 2001, (B)(6) , (B)(6) 2007), parity 2, suprapubic pain, pain, flank pain, abdominal pain, dizziness, abdominal discomfort, urine incontinence, unspecified inflammatory disease of uterus, excl cervix, redness, sinus pressure, acute nasal congestion, coughing, swollen glands, mucosal edema, weight gain and inflammation. Concomitant products included ibuprofen for pelvic pain, joint pain and back pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain /stomach issues"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("extreme pain in back / back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced colon dysplasia (seriousness criterion medically significant), abdominal pain lower ("extreme pain in lower abdomen"), headache ("headaches"), nausea ("nausea"), rash ("rash"), depression ("depression"), pruritus ("nipple itching"), breast pain ("breast sore"), hypersensitivity ("allergy nos"), inflammation ("inflammation issue"), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain during intercourse"), dizziness ("lightheaded / dizzy"), tremor ("sheky"), irritable bowel syndrome ("ibs") and postoperative wound infection ("incisions got infected") and was found to have blood urine present ("blood was found in my urine") and bacterial test positive ("tested positive for strep a"). The patient was treated with antibiotics, diphenhydramine hydrochloride, oral contraceptive nos, paraffin (moisturizer), surgery (colonoscopy and hysterectomy to remove essure device) and catheterization. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, fatigue, pain in extremity, abdominal distension, arthralgia and dyspareunia had resolved, the urinary retention, colon dysplasia, abdominal pain lower, headache, nausea, rash, depression, pruritus, breast pain, hypersensitivity, inflammation, abdominal pain upper, allergy to metals, bacterial test positive, dizziness, tremor, irritable bowel syndrome and postoperative wound infection outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, bacterial test positive, blood urine present, breast pain, colon dysplasia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, postoperative wound infection, pruritus, rash, tremor and urinary retention to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test. In (B)(6) 2013 hysterosalpingogram was done, results not provided. (B)(6) 2014: full abdominal ultra sound which came back normal. (B)(6) 2014: ultrasound showed she was retaining fluid in her bladder. (B)(6) 2014: urine culture, tested positive for strep a. On unknown date, mammogram and blood work that were normal. (B)(6) 2015, flat plate xray done to check implant (physician prescribed) and it showed nothing out of place. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: events: ibs, precancerous polyp, incision infected were added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 15-apr-2014. The most recent information was received on 19-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female / severe and persistent pelvic"), genital haemorrhage ("heavy bleeding sometimes two times a month \ heavy bleeding") and urinary retention ("retaining fluid in my bladder") in a 40-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2008, live birth in 2010 and pre-eclampsia. *ultrasound - no masses on ovaries or other organs. Concurrent conditions included condom, multigravida ((B)(6) 1998, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007), parity 2, suprapubic pain, pain, flank pain, abdominal pain, dizziness, abdominal discomfort, urine incontinence, unspecified inflammatory disease of uterus, excl cervix, redness, sinus pressure, acute nasal congestion, coughing, swollen glands, mucosal edema, weight gain and inflammation. Concomitant products included ibuprofen for pelvic pain, joint pain and back pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("extreme pain in back / back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("extreme pain in lower abdomen"), headache ("headaches"), nausea ("nausea"), rash ("rash"), depression ("depression"), pruritus ("nipple itching"), breast pain ("breast sore"), hypersensitivity ("allergy nos"), inflammation ("inflammation issue"), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain during intercourse"), dizziness ("lightheaded / dizzy") and tremor ("sheky") and was found to have blood urine present ("blood was found in my urine") and bacterial test positive ("tested positive for strep a"). The patient was treated with antibiotics, diphenhydramine hydrochloride, oral contraceptive nos, paraffin (moisturizer), surgery (hysterectomy to remove essure device) and catheterization. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, fatigue, pain in extremity, abdominal distension, arthralgia and dyspareunia had resolved, the urinary retention, abdominal pain lower, headache, nausea, rash, depression, pruritus, breast pain, hypersensitivity, inflammation, allergy to metals, bacterial test positive, dizziness and tremor outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, bacterial test positive, blood urine present, breast pain, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, tremor and urinary retention to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: essure confirmation test in (B)(6) 2013 hysterosalpingogram was done, results not provided. On (B)(6)2014: full abdominal ultra sound which came back normal. On (B)(6)2014: ultrasound showed she was retaining fluid in her bladder. On (B)(6)2014: urine culture, tested positive for strep a. On unknown date, mammogram and blood work that were normal. On (B)(6)2015, flat plate xray done to check implant (physician prescribed) and it showed nothing out of place. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: social media received. Reporter's information was added. Added event as per social media lightheaded/dizzy, shaky. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female / severe and persistent pelvic"), genital haemorrhage ("heavy bleeding sometimes two times a month \ heavy bleeding") and urinary retention ("retaining fluid in my bladder") in a 40-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included live birth in 2008, live birth in 2010 and pre-eclampsia. Concurrent conditions included condom, multigravida ((B)(6) 1998, (B)(6) 2001,0 (B)(6) 2006, (B)(6) 2007) and parity 2. Concomitant products included ibuprofen for pelvic pain, joint pain and back pain. In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("extreme pain in back / back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced urinary retention (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("extreme pain in lower abdomen"), headache ("headaches"), nausea ("nausea"), rash ("rash"), depression ("depression"), pruritus ("nipple itching"), breast pain ("breast sore"), hypersensitivity ("allergy nos"), inflammation ("inflammation issue"), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain during intercourse"), blood urine present ("blood was found in my urine") and bacterial test positive ("tested positive for strep a"). The patient was treated with diphenhydramine hydrochloride (benadryl), paraffin (moisturizer), oral contraceptive nos, antibiotics and surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, fatigue, pain in extremity, abdominal distension, arthralgia and dyspareunia had resolved, the urinary retention, abdominal pain lower, headache, nausea, rash, depression, pruritus, breast pain, hypersensitivity, inflammation, allergy to metals and bacterial test positive outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, bacterial test positive, blood urine present, breast pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, inflammation, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash and urinary retention to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Ultrasound - no masses on ovaries or other organs. In (B)(6) 2013 hysterosalpingogram was done, results not provided. (B)(6) 2014: full abdominal ultra sound which came back normal. (B)(6) 2014: ultrasound showed she was retaining fluid in her bladder. (B)(6) 2014: urine culture, tested positive for strep a. On unknown date, mammogram and blood work that were normal. (B)(6) 2015, flat plate xray done to check implant (physician prescribed) and it showed nothing out of place. Concerning the injuries reported in this case, the following one/ones were reported via social media: nipples itching, breast sore, pelvic pain, allergy, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5034949) on 15-apr-2014. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / severe and persistent pelvic') in a 40-year-old female patient who had essure (batch no: a33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth in 2010, live birth in 2008 and pre-eclampsia. Ultrasound no masses on ovaries or other organs. Concurrent conditions included condom, multigravida (on (B)(6) 1998, on (B)(6) 2001, on (B)(6) 2006, on (B)(6) 2007), parity 2, suprapubic pain, pain, flank pain, abdominal pain, dizziness, abdominal discomfort, urine incontinence, unspecified inflammatory disease of uterus, excl cervix, redness, sinus pressure, acute nasal congestion, coughing, swollen glands, mucosal edema, weight gain and inflammation. Concomitant products included ibuprofen for pelvic pain, joint pain and back pain. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pain in extremity ("leg pain"), menorrhagia ("heavy periods"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain /stomach issues"). On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding sometimes two times a month \ heavy bleeding"), back pain ("extreme pain in back / back pain") and arthralgia ("joint pain"). On (B)(6) 2014, the patient experienced urinary retention ("retaining fluid in my bladder"). On an unknown date, the patient experienced colon dysplasia ("polyp they were precancerous"), abdominal pain lower ("extreme pain in lower abdomen"), headache ("headaches"), nausea ("nausea"), rash ("rash"), depression ("depression"), pruritus ("nipple itching"), breast pain ("breast sore"), hypersensitivity ("allergy nos"), inflammation ("inflammation issue"), allergy to metals ("hypersensitivity reaction to nickel"), dyspareunia ("pain during intercourse"), dizziness ("lightheaded / dizzy"), tremor ("sheky"), irritable bowel syndrome ("ibs"), postoperative wound infection ("incisions got infected") and hepatic mass ("echogenic mass right lobe liver") and was found to have blood urine present ("blood was found in my urine") and bacterial test positive ("tested positive for strep a"). The patient was treated with antibiotics, diphenhydramine hydrochloride, oral contraceptive nos, paraffin (moisturizer), surgery (colonoscopy and hysterectomy to remove essure device) and catheterization. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, fatigue, pain in extremity, abdominal distension, arthralgia and dyspareunia had resolved, the urinary retention, colon dysplasia, abdominal pain lower, headache, nausea, rash, depression, pruritus, breast pain, hypersensitivity, inflammation, abdominal pain upper, allergy to metals, bacterial test positive, dizziness, tremor, irritable bowel syndrome, postoperative wound infection and hepatic mass outcome was unknown and the menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, back pain, bacterial test positive, blood urine present, breast pain, colon dysplasia, depression, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, hepatic mass, hypersensitivity, inflammation, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, postoperative wound infection, pruritus, rash, tremor and urinary retention to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: essure confirmation test. On (B)(6) 2013: hysterosalpingogram was done, results not provided. On (B)(6) 2014: full abdominal ultra sound which came back normal. On (B)(6) 2014: ultrasound showed she was retaining fluid in her bladder. On (B)(6) 2014: urine culture, tested positive for strep a. On unknown date, mammogram and blood work that were normal. On (B)(6) 2015, flat plate xray done to check implant (physician prescribed) and it showed nothing out of place. Concerning the injuries reported in this case, the following ones were reported via social media: dizziness, tremor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event echogenic mass right lobe liver' added. Reporter added. On 23-mar-2020: social media content received : reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.